Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis last (B)(6) 2015 because the insulin pump alarmed no delivery. Customer's blood glucose was 370 mg/dl. Customer was vomiting for 12 hours prior to hospital visit. Patient was not in an accident. Customer was treated with insulin drip, saline IV and IV drip for balancing ph levels of biocarb. Customer was wearing the insulin pump during the ER visit. Troubleshooting was initiated. So far, it was found that the insulin pump is operating as designed. Customer will call back to complete the troubleshooting for high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.